Event description:
End user reports while operating the power wheelchair up a hill when the sun blinded him allegedly causing him to drive into a fence railing and off of the curb. End user reports fracturing his hip.

Manufacturer narrative:
No malfunction of the power wheelchair suspected as the end user reported while operating the power wheelchair up a hill he was blinded by the sun and drove the power wheelchair into a fence railing.the hoveround's owner's manual warns, "to reduce the chance of serious injury or death: always set the joystick/controller speed/response control to be consistent with the surrounding environment."